Event description:
It was reported that during the use of the product, leakage of air from the cuff was observed. No patient injury was reported *no additional information is available for this complaint.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device lot number is unknown, no product information has been provided to date.

Manufacturer narrative:
H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and three photos were received for evaluation. Visual and functional testing was performed. Visual inspection found damage was found on tube tip. Functional testing found a leak was detected on tube tip; the complaint was confirmed. The root cause of the reported issue was found to be manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).